Event description:
The customer reported having problems with her sensor. During the call the customer stated that she went to the ER due to a migraine headache. The customer took some medication and had a low blood glucose during the nap time. The customer also stated that her child saw her not doing well and called the ambulance. The paramedics treated her with a glucagon shot while she was taken to the hospital. The customer stated that she was kept in the hospital overnight because she kept vomiting, and she was released the next day. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.